Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer alleged the pump delivered an unintended bolus causing the customer to experience a blood glucose (bg) level of below 20 mg/dl. Customer consumed glucose tablets to address bg. Tandem technical support (cts) verified that in the pump history that the customer delivered a "user meal" bolus; however, customer maintained that the pump did not function as intended. Recommendation was made to discuss diabetes management and pump settings with a health care professional.